Event description:
A trupath biopsy needle was used during transbronchial needle aspiration (tbna). It was reported that the physician was unable to release the sample from the needle. A second needle was tried and the same issue occurred. The samples would not release from the syringe. The physician continued to work on removing the samples from the syringes. The pulmonary technicians got a syringe of saline to try to push out the sample. After approximately 10 minutes, they were able to release the sample. The procedure was stopped after retrieving the second sample because the patient began to cough and bleed. Sclero was being used during the procedure. The patient's conditions was reported to be stable. It was reported that the procedure took much longer than anticipated. Refer to associated manufacturer report #3005099803-2008-06504 for a description of the second event.

Event description:
An excelon transbronchial aspiration needle was used during transbronchial needle aspiration (tbna) procedure. It was reported that the physician was unable to release the sample from the needle. A second needle was tried and the same issue occurred. The samples would not release from the syringe. The physician continued to work on removing the samples from the syringe. The pulmonary technicians got a syringe of saline to try to push out the sample. After approximately 10 minutes they were able to release the sample. The procedure was stopped after retrieving the second sample because the patient began to cough and bleed. Sclero was being used during the procedure. The patient's condition was reported to be stable. It was reported that the procedure took much longer than anticipated. Refer to associated manufacturer report #3005099803-2008-06504 for a description of the second event.

Manufacturer narrative:
Information supplied was completed by the manufacturer based on information obtained from the complainant. The suspect device has not been returned to the manufacturing facility for the evaluation.

Manufacturer narrative:
Had indicated the device was a true path biopsy needle; the device should be an excelon transbronchial aspiration needle.